Event description:
It was reported that a female patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. Leaking out of vizigo valve between the handle and the shaft was noticed during aspiration, after being inserted into the patient. The vizigo removed and replaced. There was a 5-minute surgery delay. The procedure was successfully completed with no patient consequences. The leakage was not from the hemostatic valve. All leakage out of the front of the handle where the handle and shaft meet. Not sure where the fluid leak originates. The sheath was being used on the patient. No air entered the patient¿s body. The patient¿s current status was the physician has not yet seen patient this morning. No overnight event reported. Leakage between handle and shaft is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received a video of the complaint device along with the physical complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 20-jan-2023, the product investigation was completed. It was reported that a female patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. Leaking out of vizigo valve between the handle and the shaft noticed during aspiration after inserted into patient. The vizigo removed and replaced. There was a 5-minute surgery delay. The procedure was successfully completed with no patient consequences. Device evaluation details: visual analysis revealed a broken shaft close to the handle area and a tip bent was observed; the irrigation test was performed, and the test failed, since water leakage was observed, this failure could be related to the condition of the shaft. The device was sent to the freudenberg complaints lab to analyze more detail and the conclusion was that this complaint is not deemed to be freudenberg medical manufacturing attributable. The device history record (DHR) for lot number 00001772 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2023, the video analysis was completed. It was reported that a female patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. Leaking out of vizigo valve between the handle and the shaft noticed during aspiration after inserted into patient. The vizigo removed and replaced. There was a 5-minute surgery delay. The procedure was successfully completed with no patient consequences. Device investigation details: according to the video provided by the customer, a leakage was observed on the vizigo sheath at the transition section between the handle and the shaft, this could be related to a shaft-handle detachment on the vizigo sheath, however, this cannot be conclusively determined at this time. A manufacturing record evaluation was performed for the finished device 00001772 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).